Manufacturer narrative:
Review of records found no reports of any issues with the nalu system, no complaints from the patient regarding dissatisfaction with the level of pain relief, and no allegations of system or component failure. The firm was not notified of any troubleshooting performed by the physician's office and thus was not present to participate in those activities. The system was damaged during the explant procedure and thus discarded by the facility, thus the firm was not able to further investigate the state of the system.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator (pns) system on (B)(6) 2022 to treat lower back pain. On (B)(6) 2022, the initial implant the patient had a revision procedure performed due to failure to follow post-op instructions and subsequent lead migration (see MDR 3015425075-2023-00156). The system appears to have been functioning as anticipated after the revision procedure and no further complaints were made by the patient. On (B)(6) 2024 the firm was notified by the implanting physician that there were plans to remove the pns system due to inadequate pain relief as reported by the patient. A full system explant took place on (B)(6) 2024.